Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy open bleeding sores. The patient reported the electrodes were rubbing her skin raw and digging into her skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed keflex and bacitracin from her doctor. The patient was also issued larger garments. The patient reported the irritation improved.